Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got lcd screen was scratched. The customer¿s blood glucose level was 146mg/dl. Customer stated that they cannot read the screen troubleshooting was performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No missing segments or partial display noted. Device received with minor scratches on lcd window. (B)(4)